Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w non-sterile, lot #73e1600222 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clamps of the skin stapler get blocked at the edge of the cartridge so the stapler cannot be used any further. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The customer returned one unit 528236 visistat 35w non-sterile for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the staples appeared to be misaligned. The stapler was returned with 8 staples left in the cartridge indicating that at least 27 staples have been fired by the end user. Reference files pic (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement, a staple was able to properly form and release. Another attempt was made and, this time, the staple was unable to form correctly. This was repeated several more times with the same issue. The misalignment of the staples is preventing the staples from forming properly. The stapler was disassembled and it was confirmed to have been assembled correctly. Only 1 out of the 8 remaining clips was able to properly form. A microscopic examination of the staple tips was performed with no burrs or defects observed. No other defects or anomalies were observed. Other remarks: the IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "the clamps of the skin stapler blocked" was confirmed based upon the sample received. Upon functional inspection, it was found that only one of the staples in the returned stapler was able to properly form and release. The other remaining staples were unable to form properly. The staples are misaligned which is preventing them from properly forming. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. However, the stapler was returned with 8 staples left in the cartridge indicating that the stapler was fired at least 27 times by the end user. No errors could be found in the assembly to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
The clamps of the skin stapler get blocked at the edge of the cartridge so the stapler cannot be used any further. The patient's condition is unknown at this time.